Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr there was the possibility that the reported phenomenon was attributed to temporary clogging of chemicals such as antifoaming agents or foreign matter. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) (okr). Okr checked the subject device and could not confirm the foreign material in the auxiliary water channel. Okr surmised that the foreign material was removed during the reprocess. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the auxiliary water channel of the subject device was clogged with foreign material. There was no report of patient injury associated with the event.